Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4)

Event description:
The customer reported that during extended self test the avea ventilator was displaying circuit disconnect and occlusion. The customer reported no patient involvement.